Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the new leads were placed at the l1/l2 location and therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01269. It was reported that the patient experienced ineffective stimulation since the initial programming. Reprogramming was only able to restore right sided therapy instead of bi-lateral coverage. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein both drg leads at s1 were explanted and replaced resolving the issue.